Event description:
A us distributor returned a monitor indicating that it could not complete testing.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. As received the monitor was drawing excessive current and unable to power on. The cause for the failure was isolated to a defective u1003 programmable logic device (pld) on the computer/analog (c/a) board. The pld shorted and damaged multiple components on the c/a and defibrillator pcas during a pulse test. The root cause for the shorted u1003 pld could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it could not complete testing.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. The reported problem (cannot complete testing) has been confirmed. As received, the monitor would not power on. A root cause investigation is underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective monitor.